Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the device and no further issues have been reported at this time. Stroke, neurological dysfunction and driveline infection are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information prior to event, patient experienced frequent runs of slow ventricular tachycardia (vt) with mean arterial pressure (maps) in 50¿s mmhg. Pacemaker rate increased to 85 bpm from 70 bpm and the patient received 2units packed red blood cells (probs) for low output state. Day of event, CT revealed low-attenuation confluent lesion involving the cortical and subcortical white matter involving the right middle frontal gyrus likely representing a subacute infarct. Low-attenuation involving the left mid pons was likely volume averaging artifact. No evidence of hemorrhagic conversion. No evidence of acute intracranial hemorrhage, no significant mass effect. There is no evidence of an intracranial mass or extra-axial fluid collection. There is no significant volume loss; the brain parenchyma was otherwise within normal limits for age. Mild left maxillary sinus fluid, otherwise the visualized calvarium, skull base, orbits and extracranial soft tissues were normal. One of two cultures was positive for vancomycin-resistant enterococci (vre) which was seen earlier in the patient's course since implant. There was concern of whether pacemaker (cied) or lvad were seeded at the time of the patient¿s prior bacteremia. Repeat cultures drawn on (B)(6)2017 were negative. Cultures drawn on (B)(6)2017 showed pseudomonas. Daptomycin was initiated with the positive vre culture. Bacteria seeded in the pump but not sure where they originated. Patient had difficult time with respiratory infection early on that eventually wound their way into the blood. It was reported that the patient has been in poor health, so the infection could have come from various places. Despite treatment, the patient has not been able to sustained recovery. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced mental state changes (msc) and was obtunded. ¿2clot called¿. The patient¿s baseline was alert and mouthing some words. Patient had been trached and very deconditioned with critical clinical status. Prior to incident, the patient would follow simple commands and mouth responses to questions. On exam the patient was obtunded, has a slight right gaze preference and rarely will hand squeeze to command. Patient febrile at 39.1 degrees celsius during this event. CT revealed hypodensity in the right frontal lobe that probably occurred in the past few days to weeks but unclear when. In the setting of heparin therapy, patient experienced persistent fever and white blood cell count (wbc) at 25k. Additional information was requested, but was not provided.